Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Correction/removal number= 3002809144-03/16/20-002-r investigation into the issue confirmed a performance shift for the architect havab-g impacted reagent lots due to the erroneous concentration for hepatitis a virus that was utilized during manufacture, which has the potential to generate falsely elevated control and patient sample results. An internal study using anti-hav negative patient samples was conducted and determined that results that fall in the range of 1.00 - 1.72 s/co have the potential to be falsely reactive. A product recall letter has been issued to all customers who have received the impacted lots 03429be00, 06172be00, 08073be00, and 10353be00. The product recall letter instructs the customer to immediately discontinue the use of, and destroy, any remaining inventory of the specific 4- architect havab-g reagent lots and instructs the customer to contact customer support for replacement material in the event if they were currently using or have inventory of one of the impacted lots.

Event description:
The customer observed false reactive architect havab-g results for 1 sample. The following data was provided (units of measure = s/co): initial result = 1.01 (reactive), repeat = 0.93 (nonreactive). The customer reported non-consensus on cap study samples. Upon further review, the customer noted that the reagent lot number used is part of the fa09mar2020 recall letter that they received. Additional data was provided for troubleshooting purposes only. The results of the cap samples prompted the customer to perform repeat testing on patient samples with initial results that were generated on the lot impacted by the recall. The initial reactive result that was reported out of the laboratory and corrected to nonreactive. No impact to patient management was reported.